Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated the cartridge used. Not enough information was provided to conduct a review on the unspecified cartridge lot. The lens model is qualified for use in these cartridges. The product investigation could not identify a root cause.

Event description:
Additional information received from surgeon informing that the patient was better. The surgeon will continue to follow up with the patient.

Manufacturer narrative:
Evaluation summary; product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. Additional information was requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that after an intraocluar lens (iol) implant surgery a keratopathy was diagnosed. No unplanned medical or surgical intervention was required to treat the event. Symptoms were not resolved at the time of this report. Additional information was requested but not received to date.